Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the patient had radiation therapy for the last 5 weeks due to endometrial cancer. The device became non-functional after the first treatment. The manufacturer representative attempted to connect to the implant on (B)(6) 2019 and got the memory has been erased message and to re-enter the date and time. The patient controller was able to communicate with the battery but the battery was depleted. The implant was charged enough for the manufacturer representative to check the system. It was confirmed that the programming data was still there. It was noted that if there were any issues moving forward the hcp planned to replace it. No further complications were reported.